Manufacturer narrative:
Device was returned for investigation. It was reported that as received, there were no damages or anomalies observed. In order to replicate clinical use, the trach tube cuff was inflated with air using an ICU medical provided syringe. The trach tube was then submerged underwater to faciliate leak detection. Initially, there was no leakage observed. After five minutes of the cuff remaining inflated, the cuff weld channel grew until a leak occurred. The leak originated from the trach tube cuff weld (proximal). The complaint of leakage can be confirmed. The probable cause is due to a cuff welding error during manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the artificial respiration device triggered a low inspiratory pressure alarm during endotracheal intubation was performed in the operating room. The tube was replaced accordingly. The event occurred during the patient use. There was no patient harm or adverse event.